Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported taking 35 units of humalog instead of prescribed 32 units based upon an advantage system result of 200 mg/dl. Reported no symptoms prior to taking insulin, but subsequently became hypoglycemic, and called paramedics. Paramedic's system result was 40 mg/dl 20 minutes after administration of insulin. A request was made for the return of the meter and strips, replacement sent. Upon investigation 06/23/2010, manufacturer's domestic evaluations lab reported returned strips failed control tests.